Manufacturer narrative:
The insulin pump had operating currents within specification and no blank display was noted. The liquid crystal display board was okay. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, broken belt clip slot and a cracked reservoir tube lip. No battery out limit alarm was noted. No moisture damage was noted to the electronic assembly.

Event description:
It was reported that the customer's insulin pump was exposed to moisture and now there was a blank display. It was also reported that the customer received a button error alarm. It was reported that the customer had blood glucose levels of 400mg/dl and 300mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.